Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient complained the tubing is becoming disconnected. Upon follow up the peritoneal dialysis registered nurse (pdrn) stated the reported tubing disconnect occurred sometime in the end of november, but the date is unknown. The patient could not explain where the disconnect occurred. The pdrn stated the patient did not keep the liberty cycler set.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, was received a picture from the customer and could be confirmed a separation from the solution line to the white connector. The reported event was confirmed in accordance with the picture received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient complained the tubing is becoming disconnected. Upon follow up the peritoneal dialysis registered nurse (pdrn) stated the reported tubing disconnect occurred sometime in the end of november, but the date is unknown. The patient could not explain where the disconnect occurred. The pdrn stated the patient did not keep the liberty cycler set.